Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured after the third inflation attempt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was received for evaluation. No other specific anomalies were noted during the visual evaluation. During the functional testing, the balloon was inflated with an in-house presto inflation device, and during the inflation, water was noted to be streaming from the balloon distal end. Further on microscopic evaluation, the balloon fibers was stripped and a partial circumferential rupture was observed to the balloon. No further testing was performed. During sample analysis, leakage on the balloon was caused by the partial circumferential rupture. Therefore, the investigation was confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4: (expiry date: 02/2026). H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.